Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2017 around 6:10 am. It was reported that the patient was treated while at home while his wife was present. The wife called ems and the patient was transported to the hospital. It was reported that ems performed CPR and also externally shocked the patient 6 times but were unable to revive the patient. Per review of the event, the patient received 3 treatments between 05:49:18 and 06:12:05 am on (B)(6) 2017. All three treatments were appropriately delivered while the patient was in vf and were able to convert the patient to a slower rhythm. The post-shock rhythm of the first shock was svt, which degraded back into vf. The post-shock rhythm of the second and third treatments was sinus bradycardia at 40bpm. The response buttons were pressed between treatments 2 and 3 from 6:06:40 and 06:11:19 am, delaying the 3rd treatment. It is unknown who was pressing the response buttons at this time. Following the third treatment the patient remained in bradycardia until the electrode belt was disconnected at 06:26:43 pm.